Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "doctor reamed and broached for size 8. He did not like fit so reamed up to a #9."